Event description:
It was reported that the zimmer skin graft mesher was cutting a strip approx 1/3 width of the graft, leaving the graft split horizontally. The mesh pattern of the graft was complete and the surgeon was able to use the graft. No add'l grafts were harvested.

Manufacturer narrative:
The device was returned to the MFR; however, the investigation was not completed at the time of this report. A f/u medwatch will be submitted once the investigation is complete.